Event description:
It was reported that during a thorax procedure, the instrument failed to cut the tissue. It only stapled the tissue. Another instrument from the same package was used and it worked properly. There was no pt consequence.